Event description:
Caller reported cgm error 42 related to their sensor. Blood glucose level remained unaffected as the issue was resolved without adverse impact. Customer was guided through a complete pump reset, successfully eliminating the error, and the sensor session was restarted without further problems.